Manufacturer narrative:
Follow up 20-oct-2016: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a salpingectomy approximately 2 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic and abdominal pain may occur. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/migration of essure (location- abdominal cavity)") in a 42-year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) and vicodin (norco) for pain management. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("low back pain radiatingin to thighs"). On an unknown date, 6 months 7 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and arthralgia ("hip joint pain"). The patient was treated with surgery (laproscopy with right salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, allergy to metals, dysmenorrhoea, alopecia, dyspareunia, back pain, fatigue and arthralgia outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation and fatigue to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure coil was embedded in the omentum was carefully visualized with no evidence of bowel present. Diagnostic results: (B)(6) 2014 hsg test that confirmed full occlusion of both tubes. Left-sided e or device is probably in the distal aspect of the left fallopian tube. Both fallopian tubes are occluded the uterine cornua levels. 20-may-2014:bilateral essure coils are seen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/migration of essure (location- abdominal cavity)") in a 42-year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient experienced back pain ("low back pain radiatingin to thighs"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, 6 months 7 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and arthralgia ("hip joint pain"). The patient was treated with surgery (laproscopy with right salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, allergy to metals, dysmenorrhoea, alopecia, dyspareunia, back pain, fatigue and arthralgia outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation and fatigue to be related to essure. Diagnostic results: (B)(6) 2014 hsg test that confirmed full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events device dislocation/perforation (fallopian tube), nickel allergy, dysmenorrhea, cramping, fatigue added. Reporters added. Event outcome added. Lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) / migration of essure (location- abdominal cavity)") and device dislocation ("migration of essure device location of device: abdominal cavity after perforation") in a 42-year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and ibuprofen (motrin) for pain management. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced back pain ("low back pain radiating to thighs"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), alopecia ("hair loss"), fatigue ("fatigue") and arthralgia ("hip joint pain"). The patient was treated with surgery (laparoscopy with right salpingectomy and removal of essure coils). Essure was removed on 14-sep-2015. At the time of the report, the fallopian tube perforation, device dislocation, allergy to metals, alopecia and fatigue outcome was unknown and the dysmenorrhoea, dyspareunia, back pain and arthralgia had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation and fatigue to be related to essure. The reporter commented: essure coil was embedded in the omentum was carefully visualized with no evidence of bowel present. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: hsg test that confirmed full occlusion of both tubes. Left-sided e or device is probably in the distal aspect of the left fallopian tube. Both fallopian tubes are occluded the uterine cornua levels.; on (B)(6) 2014: bilateral essure coils are seen.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received : event outcome of the pain, cramping and painful intercourse was updated to recovered. Event "migration of essure device location of device: abdominal cavity after perforation" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. On or about (B)(6) 2014 plaintiff had an hsg test that confirmed full occlusion of both tubes. Sometime after the procedure, plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic and abdominal pain that radiated down her legs, as well as hair loss and pain during intercourse. On (B)(6) 2015 she underwent a salpingectomy. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a salpingectomy approximately 2 years after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic and abdominal pain may occur. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.